Manufacturer narrative:
This is the second of the two reports filed for this event. Contact number of the initial reporter is (B)(6). The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during the therapeutic mastoid procedure upon beginning of the use of the device screeching noise was evident. Blue plastic tip on the handpiece popped off. Surgeon and scrub nurse then noticed that there were blue plastic shavings from the blue plastic nozzle in sterile operating field which were then removed. Another device used just before this one had failed too. That device made unpleasant screeching noise and then became extremely hot to touch. Burr was removed and appeared scorched or charred at the end. The procedure was completed with a third device and different burr. There was no adverse impact to the patient. The surgeon was experienced in the use of the device.

Manufacturer narrative:
The device has been returned and an evaluation performed for it. This supplemental report is being submitted to provide this information. The reported issue for this device is drill was making unpleasant screeching noise and then became extremely hot to touch. Burr was removed and appeared scorched or charred at the end. The customer¿s complaint was not confirmed. A device history record (DHR) review was performed for the finished device with two rejects found for failed continuity and function loss. Noted that customer's burr was not returned with the device. The device came with its interface cover. Visual inspection found discoloration on the electrical contact pins, and multiple scratches on the device as signs of use. The handpiece was then connected to the test diego elite console mdcons100, and was recognized by the console. The device's history displayed the manufacture date: dec 17, 2015, estimate sterilization cycles: 76. Furthermore, the connection of the handpiece was checked with our test burrs, mastoid and stapes attachments as it could be locked or unlocked without an issue, and recognized by the console displaying 75000 rpm and 12000rpm respectively. The handpiece also passed the measurable inspection with the test results below: height of collet pins: left side is 0.48mm (standard 0.33mm-0.584mm); right side is 0.49mm (standard 0.33mm-0.584mm); rotation speed (rev): 84108 rpm (standard 80750-89250 rpm); rotation speed (fwd): 84114 rpm (standard 80750-89250 rpm); temperature of the handpiece was taken 10 times (each activation was 60 seconds). The results were between 30.4 c ¿ 33.7 c (standard less than 48 celsius). The handpiece felt slightly warm, but not hot as claimed. Noted that during activation, the noise level appeared to be normal, no unusual noise or screeching noise was observed. The handpiece is working properly. Therefore, the reported complaint was not confirmed. Customer did not return the mastoid attachment with the handpiece. Therefore, the issue regarding the blue plastic tip on handpiece popped off could not be confirmed. Noted the blue plastic piece is part of the mastoid tip. However, the device was tested with our test mastoid attachment and no problem found.